Event description:
It was reported that this left ventricular (lv) lead exhibited potential loss of capture (loc). Technical services (ts) advised following actions. The lead remains in use. No adverse patient effects were reported.